Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that:the 2.4mm ti va-lcp volar rim dstlrad plate was sent to us for investigation. The provided visual inspection has shown that the plate is bent in different directions. Further on the upper side the surface is damaged with scratches and dents. By the under side of the plate a crack was found, but who has not broken through all the material. The signs and visually discovered damage confirmed to us that the plate was bent too much and the plate developed this crack. No manufacturing failure was detected. Device history records was conducted. The report indicates that the: art 04.115.851s / lot 9553281 manufacturing location:(B)(4), manufacturing date:20th july 2015, expiry date:1st july 2025, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Additional product code: hwc. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: the reported plate was applied for distal radius fracture on a surgery on (B)(6) 2015. During the surgery, the reported plate was broken off when the surgeon tried to change the shape of the reported plate with pliers to fit the patient¿s treatment part. Eventually, the surgeon successfully completed the surgery with an acu-loc plate (another manufacturer¿s product), instead. Surgical delay was reported, but the exact time is unknown. No adverse consequence was reported. This report is 1 of 1 for (B)(4).